Event description:
Following an anteriogram of the right femoral artery, an angio-seal device was deployed. The pt later experienced a vessel occlusion and the angio-seal device was removed the same day. The intiial arteriogram revealed the vessel site was small and had peripheral vascular disease (pvd). The vascular surgeon also stated that there was an eccentric plaque on the posterir wall of the right femeroal artery that was not visible during angiography. The physician has indicated that the pt was not a good candidate for the angio-seal device due to the small vessel size in conjucntion with the pvd which resulted in the vessel occlusion.